Manufacturer narrative:
Investigation: according to the merck manual (page 2), vaso-occlusive crisis (pain crisis) is the most common type; it is caused by ischemia, tissue hypoxia, and infarction, typically of the bones, but also of the spleen, lungs, or kidneys. Root cause: a definitive root cause for the patient's reaction could not be determined. Possible causes include but are not limited to patient disease state and/or patient sensitivity to the procedure.

Manufacturer narrative:
Lot number and expiry information is not available at this time. Investigation is in process. A follow up report will be provided.

Event description:
The customer reported that during a therapeutic plasma exchange (tpe) procedure, a patient had a crisis, the procedure was paused, and the patient was administered a saline bolus. Patient information and outcome are not available at this time. The disposable set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in b.5, h.6 and h10 and corrected information in b.3. Investigations: according to therapeutic apheresis: a physician's handbook, adverse events occur during therapeutic procedures with a frequency of 4.8%. Vasovagal incidents occur around 0.5% of procedures. The reactions generally manifest as pallor and diaphoresis. In a full blown attack, the reaction progresses from pallor and sweating to pulse slowing and blood pressure decreasing. More severe vasovagal reactions may include nausea, vomiting, and/or convulsions. The customer did not provide the lot number pertaining to this event, therefore a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria before release. Investigation is in process. A follow up report will be provided.

Event description:
The customer clarified that the procedure being done was a red blood cell exchange (rbcx), not a tpe. During the procedure saline was delivered through the optia saline line in response to the crisis state of the patient. It was given to manage the patient pain. The saline was delivered through a separate infusion line. However, the saline bag was hung on the optia IV pole and not infused through the optia saline inlet. About 500ml of saline was given to the patient. After multiple attempts, the customer did not provide the patient information, outcome or status.